Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient's stimulation stopped on monday morning. The programmer showed all three green lights showing. Additional information has been requested.